Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available. At this time, it cannot be determined which of the reported lots was associated with the devices that had screws missing. Therefore, the event will be reported with one device and both lots are listed here. Lot: 5514474 and lot: 5530686.

Event description:
The following was reported: "hospital received communication to inspect offset reamers. This offset reamer was missing 3 screws (only 1 located). The second offset reamer had all screws intact.

Manufacturer narrative:
An event regarding foreign matter involving a mako reamer handle was reported. The event was confirmed. Method & results: -product evaluation and results: visual evaluation of the mako offset reamer handle, confirm the event. The reamer shafts were disassembled. Upon inspection, additional black metallic debris were found all over the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. -complaint history review: a complaint history review and trend detection is not required as this is a pm. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The following was reported: "hospital received communication to inspect offset reamers. This offset reamer was missing 3 screws (only 1 located). The second offset reamer had all screws intact and when opened also had dried blood on the inside.